Event description:
It was reported that at a routine device follow-up, this pacemaker exhibited a remaining longevity of 1 year. At the previous follow-up one year ago, the remaining longevity was 5.5 years. Premature battery depletion was suspected so device data was submitted to technical services for review. Engineering evaluation confirmed that the power consumption of this device had been increasing for over a year. The expected power consumption was about 43uw, however this device was currently consuming 119uw and the power consumption was expected to continue to increase. Device replacement was recommended. No adverse patient effects were reported. The device was later explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received. The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received. The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that at a routine device follow-up, this pacemaker exhibited a remaining longevity of 1 year. At the previous follow-up one year ago, the remaining longevity was 5.5 years. Premature battery depletion was suspected so device data was submitted to technical services for review. Engineering evaluation confirmed that the power consumption of this device had been increasing for over a year. The expected power consumption was about 43uw, however this device was currently consuming 119uw and the power consumption was expected to continue to increase. Device replacement was recommended. No adverse patient effects were reported. The device was later explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that at a routine device follow-up, this pacemaker exhibited a remaining longevity of 1 year. At the previous follow-up one year ago, the remaining longevity was 5.5 years. Premature battery depletion was suspected so device data was submitted to technical services for review. Engineering evaluation confirmed that the power consumption of this device had been increasing for over a year. The expected power consumption was about 43uw, however this device was currently consuming 119uw and the power consumption was expected to continue to increase. Device replacement was recommended. No adverse patient effects were reported.